Event description:
It was reported that the lead was attempted to be implanted but it was not used. Follow up attempts were made and no further information was provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. Further testing revealed blood in/on the helix mechanism.